Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a pharmguard version 4.0 and hardware 9.6.h that alarmed, "cannot start pump with air in line - prime tubing" on screen. The event occurred during testing, there was no delay in therapy, and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable root cause is due to the printed circuit board(pcb) was bad. The pcb was replaced.